Event description:
See initial report.

Manufacturer narrative:
The involved roller pump was manufactured in 2017 and according to the review of the complaints database no similar events have been reported in the past. Based on service results, the root cause of the reported event was traced back to a defective motor control board (pn 90-305-770). The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Manufacturer narrative:
A.1.-a.5. There was no patient involvement. H10: livanova deutschland manufactures the s5 roller pump. The incident occurred in (B)(6). A field service engineer was dispatched to the customer site and the motor controller pcb hms0409 board was replaced. After which the problem resolved and machine is working satisfactory. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland has received a report of that a s5 roller pump 150 displayed a motor controller failed error during priming. The computer board need to be replaced. There was no patient involvement.